Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the snowflake image was caused by a failure of components, such as integrated circuit chips and capacitors, mounted on the circuit board inside the image sensor. And for the chipped adhesive on the bending section cover, the cause was due to some kind of stress, such as damage or deterioration of parts. The most probable cause of this complaint is an expected or random component failure without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the flex deflectable videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a snowflake image and chipped adhesive on the bending section cover were found. There was no patient involvement.